Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. The 2.5x24mm promus element plus coronary drug-eluting stent was deployed in the lesion. The stent was noted to be a "little bit deformated", therefore the physician deployed another 2.5x16mm promus element plus stent. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).